Event description:
It was reported that when using the bd pyxis medstation system, the remote manager door failed to open , and the failure occurred when a user was issuing medication for a patient. The customer reported a 30-second delay in patient care, and the delayed medication was ancef safazolin. The customer stated that users retrieved the medications from the fridge. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. A technical support specialist closed the ticket because while preparing the case, the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.